Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the positive culture could not be determined. Considerations: despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The device was not sent to a independent laboratory for culture testing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned to olympus for evaluation and the investigation uncovered that water tightness was lost due to deformation of the scope cover. It was also uncovered that the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover had a chip. It was observed that the adhesive on the bending section cover also had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.